Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2023 explanted: (B)(6)2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient had his pump catheter replaced today ((B)(6)2024-). The patient's previous catheter was not in the spinal space per the physician, which the physician felt had caused his prior complaints of withdrawal approximately 6 months ago. The rep stated that the patient was treated with oral pain medications which helped resolve his symptoms. The facility had discarded the old catheter.

Event description:
Information was received from a company representative (rep) via a patient regarding a patient receiving intrathecal bupivacaine and morphine (unknown) at an unknown concentration/dose via an implantable pump for spinal pain indications. The company representative (rep) stated the patient got a refill on (B)(6) and felt like his pump "stopped" about a week to a week and a half later and he went through withdrawal. It was reported that the issue resolved on its own and he felt like he was getting therapy again. The rep stated they were doing a refill today so she would have them check for a volume discrepancy. The rep stated she checked the logs and did not see any motor stalls or other logs at the time the patient was having symptoms. Additional information received reported that the cause of the patient feeling like his pump was ¿stopped¿ was unknown. No volume discrepancy per the physician. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the hcp performed a catheter dye study on (B)(6) 2024- and the catheter tip appeared outside of the spinal space. The dye was pushed under fluoro which showed the catheter coiled up in the lower lumber spine and the dye collecting in the subcutaneous tissue. The rep further reported that the patient would be scheduled for a catheter replacement in the future, but no date had been scheduled.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6)implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the patient was scheduled for a catheter replacement on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient's pump was not replaced. It was reported that the cause of the catheter coiling was not determined.